Event description:
It was reported that the user¿s ilet pump became stuck on the fill tubing screen and the user could not select ¿yes¿ to confirm drops, after a factory reset during setup; the pump was nearly fully charged and a replacement was shipped with instructions to shut down the device and return the original. Symptoms included none related to blood glucose. Outcomes included no alerts or alarms affecting therapy continuity and continued cgm use via dexcom app or receiver. Investigation included customer service troubleshooting and logistics review, with confirmation of replacement delivery and tracking of the original device¿s return. Investigation of this case revealed a screen responsiveness or user interface failure consistent with a hardware or display input issue during setup, and the device component implicated was the pump user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to hardware or firmware affecting the touch or selection function.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.